Event description:
A report of a consumer having bodily injury was received from a retailer. Medical documents were received from consumer's attorney. Consumer presented to emergency department with sudden pain, blurry vision, photophobia, and redness in left eye. Eye pressure measurement indicated the eye pain was due to a glaucoma attack. Consumer was diagnosed and treated for acute glaucoma. Follow up visit with eye care practitioner found keratitis in both eyes present. A couple weeks later, left eye was treated for iritis. Condition resolved, cataracts were noted in both eyes.

Manufacturer narrative:
The device was not returned for evaluation and the lot number information was not provided. Medical documentation notes etiology of iritis is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.